Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.